Manufacturer narrative:
(B)(4). The product sample was requested by baxter; however, has not been received. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Two (2) used ultra - bag assemblies were received in reference to report of a hole. The sample had been removed from pouch and it was noted that tape had been broken on the product. The ultra bags were pillow tested underwater with leaks being noted from holes in center of bags. The samples were visually inspected and it was noted that an excess amount of solvent was on the tubing to bag. When the product is in packaged position, this would match the exact location of the hole in the bag. This report was confirmed in the lab for a leak. A batch review was performed on the associated lot with no issues noted. Based on the information gathered during baxter's investigation, the root cause of this report was due to a manufacturing issue. Baxter has conducted a trend review and found no adverse trend. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report addresses product sample 2 of 2. A baxter renal homecare services representative (hcsr) left a voice message for corporate product surveillance to relay report received on the same day from the home patient (hp) for one y-set which "a hole in her bag" was detected on an unknown date. On (B)(6) 2011 product surveillance spoke with the home patient's(hp) dialysis rn(pdrn) who stated that the home patient (hp) called to report holes in 2 ultrabags. The pdrn added that the hp thought that the leak was created when the bag port was pulled away from the bag upon spiking. The hp was not aware of a leak until she was into the initial drain cycle. The pdrn stated that prophylaxis was initiated. On (B)(6) 2011 product surveillance spoke with the hp who stated that the hole in the ultrabags was created because the spiked port of the tubing was folded upon and compressed tightly against the bottom of the solution bag. She believed that when she pulled the port away from the bag, it created a small pinhole. The hp did not notice a leak until she had been connected for approximately 15 minutes. The hp said that she identified the location of the leak by feeling the outside of the bag where she found a small rough spot which was sticky and wet. She notified her pdrn after the second incident, and was started on antibiotics.